Manufacturer narrative:
Patient information was received but not included in previous report by error. Also updated brand name to "bivona" as was indicated by customer. Report source also updated.

Event description:
It was reported that on two devices the eyelet has torn resulting in emergency trach changes each time. No adverse patient effects were reported.